Event description:
The released liner of pad was removed. Aluminum adherent part was still covered with another plastic sheet whose shape was exactly the same as the aluminum part. The pad was applied to the pt. This resulted in a pt burn.